Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2018, a field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. Fse had the customer remove the instrument covers. The customer found a test cup stuck in the incubator. The customer removed the test cup and reset the instrument. Per customer, was able to continue with the sample runs without any errors. The aia-900 instrument was functioning as intended and the error cleared. No further action required from field service. A 13-month complaint history review and service history review for similar complaints were performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(4) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual, under section 12: flags and error messages, indicate that 4276-incubator positioning error is generated when the home sensor s120, which is supposed to detect the incubator when it reaches the target position, failed to be activated. Measurement will be interrupted. The solution is for the customer is to contact tosoh local representatives and check s120 and pm120 for a possible malfunction. The most probable cause of the issue is due to a test cup was stuck in the incubator.

Event description:
On (B)(6) 2018, a customer reported getting message 4276 incubator positioning error on the aia-900 instrument. The customer is unable to run patient samples for intact parathyroid hormone (ipth). Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of ipth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.